Manufacturer narrative:
The subject scope was returned to the service center. The evaluation found the adhesive at distal end forceps/cover was peeling. Additionally, the reported leak was confirmed as the scope was found leaking between the switch unit and control body. No fluid was found inside the scope. The bending section cover adhesive was cracked, minor chip on the objective lens at the distal end. One broken bending section mesh strand, and one broken element was noted on the ultrasound image. A review of the repair history indicated the scope was last serviced via repair on (B)(6) 2020. The scope was repaired to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified event, the evis exera ii ultrasound gastro-videoscope has a minor leak. No patient injury or harm was reported.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the peeling/missing adhesive at the forceps cover was due to some external force applied to the tip, which led to the adhesive at the tip being squeezed. In addition, since the actual product was manufactured on february 22, 2011, it may have been affected by aging deterioration. As stated on the IFU and as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities. Olympus will continue to monitor complaints for this device.